Event description:
The customer reported the surgeon implanted an 13.2 vicmo132 implantable collamer lens on (B)(6) 2014 in patient's left eye. The lens was explanted (B)(6) 2014 due to low vault associated with elevated iop. Significant reduction of irdo-corneals angles were noted. The lens was removed and replaced with another vicmo13.2.

Manufacturer narrative:
(B)(4) - incorrect size for the patient; intraocular pressure rise; evaluation method: lens work order search. A lens work order search was performed and revealed no similar complaints were found. (B)(4).

Manufacturer narrative:
Method: medical review. Results: while the lens is being injected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. The most probable cause of the event was user's error while loading/injection the lens in the anterior chamber. The product has not yet been returned for evaluation. No further investigation can be performed at this time. (B)(4).

Manufacturer narrative:
Results: the visual inspection showed the lens was returned dry and a haptic was torn. The length and width of the lens was remeasured and found to be within original design specifications. Therefore, it can be justified that the complaint was not product related. (B)(4).